Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic living donor nephrectomy procedure. The tissue pad disengaged from the device while in use. The piece fell into the cavity and could be retrieved. The device was recognized by the generator and was activated. A new device was used to continue. There was no patient harm.